Event description:
(2/2 reference (B)(4) for all related complaints)(documenting pump) per notification email. Patient reported cadd legacy pump alarming no disposable. Stated remodulin cassette was started last evening. Patient not at home and has no backup pump or cassette. No lot number. No further details provided.